Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information from customer regarding cleaning, disinfection and sterilization (cds) and hygiene microbiological investigation (hmi) test results. No response received fom customer. The device was not returned yet. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for presence of microorganism. The identification was based on the microbiological test result. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted for information received regarding olympus hygiene microbiological investigation (hmi) results and device evaluation findings. Please see updates to d8, d9, h3, h4, h6 and h10. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit, instrument/biopsy/suction channel, air/water channel and auxiliary channel was sampled and there was no bacterial detection. The obtained results are in conformance with the requirements. The device was then evaluated by the repair center. There were few findings. Switch button 1 had a pinhole. The distal end cover was dented. Light guide lens was cracked. The bending section cover adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is available.